Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a male, pt, underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. Access was obtained via a 6f sheath at the right common femoral artery (cfa). A femoral angiogram confirmed the stick location at the bottom of the femoral head. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. There was no reported complication with the closure. Hemostasis was successfully achieved and the pt was ambulated and discharged per standard hospital protocol. Twenty eight days post procedure, the pt returned to the dr's office with complaints of leg pain and swelling. An ultrasound confirmed a 5 cm pseudoaneurysm (psa). The pt was treated with a thrombin injection and sent home. The pt is reportedly doing well and there's no pt clinical sequelae reported.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr (lot f1004120) indicated that the mynx device met all performance specifications upon shipment.